Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the plastic distal end cover insulation wasn¿t to specification, there was a cut on the side of switch 1, the angulation was out of specification, the control knob had play in the up/down directions, the distal end plastic complete video had deep dents and scratches, the light guide lens had an internal crack, and the bending section cover rubber had cracked glue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had no air/water flow, and the air channel was not working. The issue was observed during reprocessing and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the air/water nozzle was blocked with foreign debris. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.